Manufacturer narrative:
Section b3: the date mentioned is the approximate. It was not provided by customer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and a lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : other - device not returned, single use.

Event description:
The customer reported unknown number of false positive results using ID now covid-19 assay performed for unknown number of patients on unknown date and using an unknown sample type. No additional information, including patient outcome or treatment, was provided.

Event description:
The customer reported unknown number of false positive results using ID now covid-19 assay performed for unknown number of patients on unknown date and using an unknown sample type. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use.